Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The patient was found with their driveline disconnected. The outcome was noted to be device/therapy related. An autopsy was not performed and the device would not return. Related manufacturer reference number: 2916596-2024-04286 (pump).

Event description:
It was additionally reported that the patient had been in their usual state of health when assessed 30 minutes prior to the driveline disconnect alarm. The patient was found with a "connect driveline" alarm by the nursing staff. It was assessed by a ventricular assist device (vad) coordinator via facetime, and it was noted that the driveline locking latch was open, and the driveline was partially disengaged from the system controller as evidenced by the driveline appearing to be in place, but the locking mechanism would not close. The patient had been known to disconnect herself one time before this incident according to the staff.

Manufacturer narrative:
D4: product serial number and UDI updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnect event was unable to be confirmed as no logs files from the time of the reported event were provided by the account and the system controller was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including lvad off and driveline disconnect alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.